Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother called the ambulance on (B)(6) 2016 due to the patient's blood glucose (bg) going down to 38mg/dl. The patient was not taken to the hospital and was only given sugar to treat the low bg. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the incident and it was reading about 50 points higher than the patient's actual bg value. At the time of contact, patient was in good condition. No additional event or patient information was provided. Product data was returned for evaluation. Data was reviewed on 03/24/2016. The reported event of cgm inaccuracies was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of inaccuracies was not confirmed. A root cause could not be determined.